Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
No defect description was given by the customer. Technical inspection revealed chip formation at the thread of the laryngoscope holder. According to the event description there is no information that the event caused a harm or serious injury to patient, user or third. Since the risk analysis is based to patient, user or third party harms no risk-ID is applicable to the reported event. Non-serious events are monitored through the trending process (q1.5.0001.wi002).

Manufacturer narrative:
Device evaluation: the examination of the returned device revealed chip formation at the thread, which confirmed the customer complaint. Further tests showed that the gear wheel rubs against the worm, resulting in pitting. The detailed analysis confirmed that the complaint was due to a technical defect of the worm. The event is filed under internal karl storz complaint ID: (B)(4).